Event description:
It was reported that during a pci procedure, stent damage was noted upon removal. The lesion being treated was a calcified, 99% stenotic lesion in the distal left circumflex (lcx) coronary artery. The lesion was pre dilated with a 2.0mm x 15mm maverick2; however, the physician was unable to cross the lesion with the express2 monorail stent. Resistance was encountered during withdrawal. Upon removal, stent damage was noted. The procedure was completed with another of the same device. Pt status is listed as "good."

Manufacturer narrative:
The device has not been returned for analysis as of this date.